Event description:
Based on the information/report provided by the injector, (B)(6), a 56 yo female, was injected with 0.2 ml revanesse lips+ (with lidocaine) in lips on (B)(6)2023. Past patient medical history is unremarkable, no underlying medical problems, meds: vitamin d, denies recent vaccination. Patient denied previous history of dermal fillers and allergies to medications and foods. Prior to the injection high concentration lidocaine + tetracaine anesthetic was applied to the lips. Patient denied any pain or discomfort during and after treatment. The injection was immediately stopped by the injector who felt the lip was swelling. Vo (vascular occlusion) protocol including immediate enzymatic degradation with hyaluronidase (3 vials, 450u), thorough massage to lips, cold compress followed by warm compress, po administration of sildenfil 50mg, 81mg asa po daily for 3-5 days. 3 vials of hylenex (450 u) utilized after treatment and lips thoroughly massaged. Pt was given warm compress and instructed to take 81 mg asa daily for the next 3-5 days. The complication has been dissolved with hylenex. Patient doing well post interventions. The batch record, qc test reports ((B)(6) 2022), and qc final inspection review check list ((B)(6) 2022) were analyzed and it has been determined that the product was released within final release specifications. The retrospective review of the batch file shows that no element could explain these issues. The lot number 22h103 was verified and has been confirmed to be released by the company. The information provided by the clinic has been submitted to the prollenium medical director for review. The medical director's opinion about the reported ae is as follows: "the following is a clinical opinion based on the information provided in case (B)(4). On (B)(6) 2023 a patient received 0.2 cc of revanesse lips + injected into their upper lip. Prior toinjection high concentration lidocaine + tetracaine anesthetic was applied to the lips. The injection was immediately stopped by the injector who felt the lip was swelling. There was no pain or history of vascularocclusion findings. The injector initiated a " vascular occlusion" protocol of hylenex, warm compresses, asaand sildenifil. The patient had no other symptoms or adverse events and did well post procedure. My clinical opinion is that although this case is not classic in presentation, it may have represented a vascularocclusion which was treated appropriately with a totally favourable outcome. " internal prollenium complaint number: (B)(4).

Manufacturer narrative:
The batch record, qc test reports ((B)(6) 2022), and qc final inspection review check list ((B)(6) 2022) were analyzed and it has been determined that the product was released within final release specifications. The retrospective review of the batch file shows that no element could explain these issues. The lot number 22h103 was verified and has been confirmed to be released by the company.